Manufacturer narrative:
Investigation summary: one sample was received for evaluation. Visual inspection was performed finding no stopper deformation or any kind of damages. No functional test was performed since the sample has been used having residues of a white substance. A potential contamination could affect our associates and our test equipment. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 8082737 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8082737 during this production run.

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked past the stopper.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked past the stopper.